Manufacturer narrative:
11/13/1998- supplement #1 sent to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6. Device not available for evaluation.

Event description:
The product was used during a laparoscopic cholecystectomy procedure. Reportedly, the product porduced shaving which fell into the pt's cavity. The surgeon was able to retrieve the shavings and complete the procedure. The hosp has reported no pt injury occurred.